Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shocks due to electromagnetic interference oversensing. No intervention was done. The patient status was unknown.